Manufacturer narrative:
The customer did not supply patient's date of birth and weight. A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. No hardware errors, flags or other assay issues were reported in conjunction with this event. There is no evidence that the access toxo igg reagent was returned for evaluation. The customer was advised to send the patient's sample to the beckman coulter complaint handling unit (chu) for evaluation. The (B)(4) chu received one (1) sample for investigation. The patient's sample was analyzed utilizing the access toxo igg assay on the access 2 immunoassay system (serial number (B)(4)). The (B)(4) chu obtained two (2) non-reactive results with reagent lot 592856 (reagent lot used by customer). (B)(4). All mdrs associated with this report are: 2122870-2016-00018; 2122870-2016-00019. In conclusion, the cause of the event cannot be determined with the available information.

Event description:
The customer reported obtaining repeatable reactive toxoplasma gondii igg (access toxo igg) results for one (1) patient sample involving the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)). The initial access toxo igg result recovered reactive on (B)(6) 2015. The customer reanalyzed the patient's sample one (1) additional time on the same unicel dxi 800 access immunoassay system and obtained one (1) reactive result again on (B)(6) 2015. There was no report of patient injury or change in patient treatment associated with this event. This MDR addresses the result obtained on the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)) on (B)(6) 2015. MDR 2122870-2016-00018 addresses the result obtained on the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)) on (B)(6) 2015. Calibrations, quality controls and system check were performing within assay and instrument specifications. No hardware errors, flags or other assay issues were reported in conjunction with this event. The patient's sample was collected in a serum tube and was centrifuged at 3,500 rpm for fifteen (15) minutes at room temperature. No issues with sample integrity were reported by the customer.